Manufacturer narrative:
Investigation results: the complaint of needle retraction failure could not be confirmed from the representative 20ga insyte autoguard units that were received in sealed packaging from lot #4037551. A functional test revealed that each tested needle would fully retract in the shield. Although the representative samples do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
Additional information from the customer: there have been no adverse events or injuries.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard needle will not retract. The following information was provided by the initial reporter: needle will not retract.